Manufacturer narrative:
Device history record review completed and no discrepancies found. Consumer did not return product samples for evaluation.

Event description:
Consumer stated, she tried to remove a tampon and the tampon came apart. Her physician removed the remaining pieces.